Manufacturer narrative:
Concomitant medical products: 95198-004 blood monitor, implanted on (B)(6) 1999. W1dr01 ipg, implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The patient was administered with antibiotics. The implantable pulse generator (ipg) system was removed an replaced. No further patient complications have been reported as a result of this event.